Event description:
It was reported that the device was fractured. The target lesion area was located in the common bile duct artery. A 8/k flexima apdl was selected for use in a percutaneous transhepatic cholangio-drainage (ptcd) procedure. During the procedure, it was noted that the device was fractured during extubation. The procedure was completed with the original device used. There were no complications reported and the patient is stable.

Event description:
It was reported that the device was fractured. The target lesion area was located in the common bile duct artery. A 8/k flexima apdl was selected for use in a percutaneous transhepatic cholangio-drainage (ptcd) procedure. During the procedure, it was noted that the device was fractured during extubation. The procedure was completed with the original device used. There were no complications reported and the patient is stable. It was further reported that the indwelling tube was not intact during extubation, hence, the breaking point was outside the patient so the physician removed the device without intervention.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned with the catheter broken, as part of overall visual revision. Visual inspection revealed that the returned device was found with the shaft proximal section detached/separated. The shaft detached is located next to hub section. The suture string was not returned for analysis and the pigtail section shows presence of residues and it is evidence of use inside patient.

Event description:
It was reported that the device was fractured. The target lesion area was located in the common bile duct artery. A 8/k flexima apdl was selected for use in a percutaneous transhepatic cholangio-drainage (ptcd) procedure. During the procedure, it was noted that the device was fractured during extubation. The procedure was completed with the original device used. There were no complications reported and the patient is stable. It was further reported that the indwelling tube was not intact during extubation, hence, the breaking point was outside the patient so the physician removed the device without intervention.